Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-09700. It was reported that a patient presented in clinic. Device interrogation of the implantable cardioverter defibrillator revealed right ventricular over-sensing. Programming changes were performed to resolve the issue. Patient was stable throughout event.